Event description:
Injured from pelvic mesh implant, erosion, infections, blood in urine, polypropylene embedded in muscles and tissues, been hospitalized numerous times, had to get done my job as a nurse, loss of intimacy with my spouse, due to pain for us both from implant, doctors bills are insurmountable. Systemic reactions from polypropylene/chemical sensitivities have had two surgeries and required more.